Manufacturer narrative:
The results of this investigation concluded both leaflets were able to open and close completely and easily. There was multifocal fibrous pannus on the sewing cuff with focal calcifications. Special stains were negative for organisms, and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent an aortic valve replacement for a heavily calcified bicuspid aortic valve with stenosis, where this 27 mm sjm masters series valve was implanted. The patient did well for several years after the procedure. Recently, he developed marked shortness of breath with minimal exertion. A transesophageal echocardiogram conducted on (B)(6) 2015 revealed inadequate closure of the valve during diastole resulting in severe aortic regurgitation, and trace to mild paravalvular aortic regurgitation. On (B)(6) 2015, the valve was explanted and at explant, the valve contained no obvious pannus ingrowth and appeared to have a partial dehiscence along the left side of the left coronary cusp. After the valve was explanted, one of the hinged leaflets did appear to be a sticky and may have been the etiology of the insufficiency. A 27 mm bioprosthesis from another manufacturer was implanted. Postoperatively, the patient was reported to be stable and discharged without complications.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.